Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped and the usb port was cracked. The customer experienced difficulties charging the pump as a result. Customer¿s blood glucose value was between 100-200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.